Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to failure to capture at max output and noise on the rv channel resulting from a fracture. The physician decided to downgrade the patient to a dual chamber pacemaker with the left ventricular (lv) lead plugged into rv port and programmed unipolar. Patient is not pacemaker dependent. Technical services discussed reprogramming options for rv lead. No additional adverse patient effects were reported.